Event description:
A journal article was reviewed that contained information regarding this lead. The lead was removed due to an unknown reason and an apparent fracture was also noted. Further follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "lead electrical parameters may not predict integrity of the sprint fidelis ICD lead." Heart rhythm. (B)(4) 2012; 9(9):1446-1451.